Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3 the exact event date was not available; therefore, the date 01/01/2024 was used as an estimate, based on the onset that was reported to occur one year ago.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. Upon exploration, it was discovered that there were two holes in each respective cylinder. The ipp was explanted. No patient complications reported.